Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 934 - reservoir. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: (B)(4) - no clinical, signs, symptoms or conditions. Medical device problem code: 1354 - leak/splash. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was air leakage. No patient involvement. The product was changed. The surgery was completed successfully.

Event description:
Air leak.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 1, 2023. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 706, 25). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 706 - assembly problem identified. Investigation conclusions: 25 - cause traced to manufacturing. The returned sample was inspected upon receipt. It was noted that the small o-ring in the venous inlet appeared to be partially seated. The sample was disassembled and confirmed a partially seated o-ring within the curved venous inlet port connection into the venous reservoir lid/housing. The o-ring creates an air-tight seal to prevent air from being drawn into the reservoir during circulation. A representative retention sample was obtained, and the o-ring was inspected, where it was confirmed to be appropriately assembled. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Air leak.